Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump subsequently shut off. The customer's blood glucose level was in the 100's (mg/dl). Reportedly, the customer connected the pump to a power source to charge and the pump turned on. The customer continued use of the pump for therapy.